Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device, confirmed the faulty keys, replaced the right and top membranes and the ventilator worked properly.

Event description:
It was reported that during set up a ventilators keypad was not working. There was no patient involvement.